Manufacturer narrative:
Siemens filed MDR on 03/01/2019 for false positive advia centaur xp anti-hbs2 (ahbs2) patient results. 03/07/2019 - additional information: the patient's age is 35. The patient is male.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse checked control and calibrations sample, ancillary and reagent probes, dispense base and acid verification, and wash station verification (dispense/aspirate). The cse replaced the pinch valve, pinch valve tubing and o-ring. The cse checked the wash separation manifold, sample probe alignment and found no issues. The aspirate probes bottom cuvette alignment was check and no adjustment needed. The cse performed aspirate and dispense checks and replaced aspirate probes 1 and 2 pinch valves. The parts were replaced were part troubleshooting. A precision test was performed using 3 patient samples with good reproducibility. Quality control was run and acceptable. The cause for the discordant patient results is unknown. The instruction for use (IFU) under the interpretation of results states the following: " reactive: samples with an initial value greater than or equal to 12.0 miu/ml are considered reactive (positive) for antibodies to hbsag." "Retest zone: samples with an initial value greater than or equal to 8 miu/ml and less than 12.0 miu/ml will be flagged for retest. These samples should be retested in duplicate. After retesting, if at least two (2) results are greater than or equal to 10.0 miu/ml, then the sample is considered to be reactive. If at least two (2) results are less than 10.0 miu/ml, then the sample is considered to be nonreactive." The instrument is performing within specifications. No further evaluation of the device is required. MDR 2432235-2019-00050 was filed for discordant patient results on a different day.

Event description:
(B)(6) advia centaur xp anti-hbs2 (ahbs2) patient results were obtained by the customer on advia centaur xp instrument (B)(6). The (B)(6) results were considered discordant compared to (B)(6) ahbs2 repeat result. A corrected result (B)(6) was issued by the customer. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp anti-hbs2 (ahbs2) results.